Event description:
It was reported from an overseas cord blood bank that the 200ml transfer bag portion of cord blood processing sets have been arriving with a bulge in the wall. In some cases, after centrifugation, there is leakage from the bottom seam of the bags that the tech associates with the bulging wall. The tech reported that the bulging wall also interferes with other steps in the processing of the cord blood. When there is leakage, the cord blood is not further processed; and therefore, there is no transplantation to a recipient.

Manufacturer narrative:
Device eval begun, but not yet completed.